Event description:
A manufacturer representative (rep) reported that during stage 2 procedure they were not able to get the lead fully inserted into the header block. It was stated that they were close to having it fully inserted, but couldn't resolve the issue. The existing lead was about 2 weeks old and turning/twisting the lead did not resolve the issue either. A new implantable neurostimulator (ins) was used and they had to work with it a little bit but they did get the lead fully inserted successfully. The ins is being returned for analysis. Indication for implant is unknown.

Manufacturer narrative:
Analysis found there were no evidence of anomalies on the ins.

Event description:
Additional information reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.